Event description:
Physician inserted atherocath, did a few cuts, removed from patient, received specimen. Reinserted atherocath when asked to dilate, indeflator would not inflate and the cutter would only move half way. Removed from patient, opened up a new atherocath, indeflator and cutter worked fineinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.